Manufacturer narrative:
(B)(4). S.w version 5.2a. Retainer ring = black. Customer returned pump for an alleged pump error 41 alarm and pump error 43 alarm found on (B)(6) 2021. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. However, the pump had a high sleep current measurement. No unexpected pump error 41 alarm and pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No alarms/alerts were found in the history files or traces for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in the original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), problem isolated on the pcba1/pcba2. Pump error 41 alarm and pump error 43 alarm were recorded and found in the formatted history file on: 10/11/2021 01:05:00.000 no pump error 37, 38, 39, 42, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump error 41 alarm and pump error 43 alarm, problem isolated on the pcba1/pcba2. Force sensor zero offset within specification (21.5 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unexpected battery power loss or replace battery alert/replace battery now alarm, pump error 41 alarm and pump error 43 alarm were confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, pump error 41 alarm and pump error 43 alarm, problem isolated on the pcba1/pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the and complete rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of device.